Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the left atrium; however, when the m-knob was applied, the cds would steer in the opposite direction. In an attempt to reach the mitral valve, the a/p knob was turned and plus was added on the sgc; however, the steering was irregular with the sgc, also. The cds and sgc were removed and replaced. Four clips were implanted, reducing the mr to 2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported guide steering issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.